Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report l-lock tab separation. It was reported that during preparation, the clip failed to establish final arm angle (efaa) and continued to open. The device was not used and was replaced. There was no patient involvement. There was no clinically significant delay in the procedure. Return device analysis reported that the l-lock tab was separated. No additional information was provided.

Manufacturer narrative:
The device was returned. The reported unintended movement was not confirmed during returned device analysis; however, a broken l-lock tab was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the overall information, a definitive cause for the reported unintended movement could not be determined in this complaint. A definitive cause for the observed bent l-lock tab could not be determined. Since the returned device analysis confirmed a broken l-lock tab, this appears to be a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.